Event description:
(B)(4). My first period after the device was placed on (B)(6) 2013 was extremely painful and I had horrible bleeding that lasted 10 days. I called my dr and he prescribed motrin which seemed to help. Then in (B)(6) the pain got worse and I begin to have terrible bloating and pain. I also had my hsg on (B)(6) 2014 and was confirmed to be blocked. I was seen in the ER in (B)(6) and I was told I was anemic and it was gi issues and was prescribed prilosec and referred for a colonoscopy which was preformed in (B)(6) 2014 and showed no polyps or any other issues. I was told I had a cyst on my right over that could be causing the issues. I went to my gyn dr and was told that cyst happen every month and that the problem I was experience were not due to the essure. The pain and stomach issues continued and I was prescribed protonix and taken off the prilosec. I also started having issues with my blood sugar in (B)(6) 2014 and was given metformin that gave me even more pain in my stomach and was bottoming out my sugars so I was switched to glibiride and I did not have the stomach issues with it but was still bottoming out so I was taken off it and just did diet controlled. I started to get swelling in my legs and stomach every month 2 weeks before my period as well and a rash all over my hairline and hair loss. I also started experiencing skipped periods and went 3 months without a period I went to my gyn for my annual exam in (B)(6) 2015 and explained what was going on. He didn't think it had anything to do with the essure and did some blood work to check my hormone levels which came back fine except I was still anemic. He told me if I did not get my period in the next month he would give me a shot that would start my period. I did get my period on my own the following month. In (B)(6) I had such pain trying to have a bm that I almost passed out and my heart was skipping I went to the ER and was told that it is common to have those feelings when you are constipated and was told to take a stool softener. Then in (B)(6) 2015 I started getting extreme nausea and I was told it was due to menstrual symptoms and was prescribed naproxen and promethazine which seemed to help but then in (B)(6) I saw my gp and was advised we needed to do an endoscopy to rule out any stomach problems. I had that done in (B)(6) and was once again told there were no issues except that I should stop taking the naproxen since it was causing irritation in my stomach. He also told me that I needed to go see my gyn and explain all my symptoms and tests I have done and ask to have the essure removed. I followed up with my gp which also agreed with my gi dr and sent a referral to my gyn to have my tubes and coils removed. I was seen by my gyn dr and he agreed these symptoms may be related to the essure and will preform a hysterectomy on (B)(6) 2016. I hope this will relive all my issues and symptoms.